Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's device reached eri. The eri was due to multiple overdischarges. The patient stated that the ins was unable to be recharged. No rep was notified prior to the ins replacement. The impedances were unknown at the time of surgery. After replacement all impedances were within normal limits. The stimulation was turned on post operation and there was coverage in all areas of pain. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of product #37714 found no significant anomaly/ stim ins/battery/eos due to three overdischarges. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.